Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The 95% stenosed target lesion was located in the left anterior descending artery. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. There was no image during ivus procedure, and upon checking, the acquisition processor console was found damaged. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported.